Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that today patient presents to the office complaining of urinary retention that started about six months ago. Before then, she thinks the device was working really well and she was voiding 4-5 times daily 6 months ago she started to notice a decrease in the number of times that she was voiding. She is now voiding 1-2 times per day with very small volumes. Program 1 settings changed and left on program 1on (B)(6) 2021. The reported issue was resolved without sequelae (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.